Event description:
(B) (4). It was reported that during a coronary artery drug eluting stenting treatment procedure the stent was not completely apposed. The index procedure treated the 75% stenosed, bifurcated, 3.0x25mm lesion of the mid lad (left anterior descending). Treatment consisted of direct stenting using a 3.0x38mm taxus liberte stent. Post deployment ivus (intravascular ultrasound) showed incomplete apposition of the taxus liberte stent. Post dilation with a non-compliant balloon resulted in 0% residual stenosis. There were no reported difficulties in deploying the stent. The patient was discharged one day post procedure on asa and prasugrel.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).